Manufacturer narrative:
Device evaluation of battery pack have been completed. The reported problem (battery/charger faults) has been confirmed . As received, the batteries were able to power on a monitor, but was unable to stay firmly seated in the monitor. The cause was isolated to bent pins in the battery latch. There was no adverse event that occurred related to this issue. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported a battery was receiving battery faults.